Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the black box did not show any unexplained reboots. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The battery compartment was intact with no evidence of physical damage and there was no evidence of moisture inside the battery compartment. The test battery cap was able to secure properly to the pump and maintain electrical connection. The pump powered on to a call service 069 alarm that could not be cleared. Additional testing for the complaint of intermittent power could not be completed due to the alarm. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The pump casing was removed and no internal defects were found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.